Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the ventilator failed during use. No patient injury reported.

Event description:
It was reported that the ventilator failed during use. No patient injury reported.

Manufacturer narrative:
Investigation of the log file revealed that the supervisor function of the software forced a shut-down of automatic ventilation to protect the patient from potentially hazardous output - an implausible divergence between the readings for inspiratory and expiratory pressures was measured. The log contains no hint for the potential presence of a hardware failure, the data shows that the pressure sensors were producing correct readings and the aspect that the device stayed in use all the time after event without further observations and passed system tests inbetween without deviations confirms the validity of that statement. The exact root cause for the measured divergence cannot be derived from the logs - a plausible scenario would be a squeezing of the breathing tubes due to e.g. Patient repositioning. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.